Event description:
It was reported that the user scanned a freestyle libre 3 plus sensor in the libre app, which prevented pairing with the ilet system because the sensor must be initiated in the ilet mobile app to enable pump integration. No alerts or alarms were present, and no adverse clinical symptoms were reported. Outcomes included user education and a plan to replace the sensor because it cannot be scanned by two different applications. User support included troubleshooting and education on correct sensor pairing workflow. Investigation of this case revealed that the sensor was in use by another device, which blocked pairing with the pump. It was concluded, based on established product use requirements, that the cause was user setup error due to scanning the sensor in an incompatible app before attempting ilet pairing.